Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), fatigue ("fatigue"), endometriosis ("endometriosis") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain."). The patient was treated with surgery (unilateral salpingo-oophorectomy - left). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, fatigue, weight increased, endometriosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, endometriosis, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2008/(B)(6) 2008 discrepant removal information: unilateral salpingo-oophorectomy (left) / bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Imaging procedure on an unknown date: total bilateral occlusion. Successful procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain, fatigue, weight gain/loss specify which one: weight gain, endometriosis were added. Removal details added. New reporters, plaintiffs information added. Concomitant conditions and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.